Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush heads break off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the last pack of her oral-b flexisoft brushheads broke off in the mouth after 14 days of use with her oral-b rechargeable toothbrush, version unknown. No symptoms developed.